Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that the patient's infusion set was blocked at site. The blood glucose level of the patient was high which was treated by correction injection via multiple daily injection. Also, the patient had small to moderate ketones. No further information available.